Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation of the returned part showed the choke coils of the vacuum pump motor were overheated because of a short circuit in the vacuum pump motor. Due to the construction of the instrument with nonflammable and flameproof materials and a housing which is in conformity with the common safety requirements, the risk for patients, users and environment in case of this event is very remote. No operator or patient samples were affected. The field service representative repaired the instrument by replacing the vacuum pump unit.

Event description:
The user experienced a burning smell and upon checking the analyzer found the vacuum pump had a burnt coil. No patients samples were involved in the event and no erroneous results were reported outside the laboratory. The user was not harmed. The field service representative determined he would replace the vacuum pump.